Event description:
On my way to the storage closet, I saw the patient get up from his recliner. As I was walking back, I saw him still standing by his recliner. His right arm which had his IV-catheter was extended in front of him and he was looking down at it. I asked him if he was okay or needed help. That's when he stated his IV catheter was bleeding. He turned his arm towards me to show me. That's when I saw blood running along his arm and down onto the floor. I notified the rn of the situation prior to grabbing gauze and gloves to clean up the blood on his arm. That's when I noticed the blood was coming from under the tegaderm. I asked him to sit back down so I could better assess the IV catheter. I stopped his long chelation therapy bag which was approximately halfway done. I proceeded to further clean up his arm with gauze. Then I carefully started to remove the tegaderm with my right hand meanwhile making sure to stabilize the IV catheter with my left hand. Once tegaderm was off I used more gauze to clean blood as it was obscuring my view. Once blood was gone, I was able to better assess. I verified that administration set line was securely attached to IV catheter and not the cause for the blood. That's when I saw blood seeping from IV catheter insertion site. I gently dabbed the blood away and could see blood continuing to seep from site. I informed the rn who was on other side of the patient observing, where the blood was coming from. Since blood continued to seep out, I removed IV catheter. Once removed I placed pressure on insertion site with gauze to stop bleeding and inspected catheter. That's when I noticed only the hub was present. The catheter tip was not attached to yellow hub. I showed the rn and she went to notify another nurse. Once the rn saw missing tip she went to notify the doctor. He came back with the rn to inspect the patient. Once the doctor was ready to inspect the patient's insertion site, I stopped applying pressure with gauze. The site was no longer bleeding. I left the patient with the doctor so he could assess him and disposed of his chelation bag.

Manufacturer narrative:
On my way to the storage closet, I saw the patient get up from his recliner. As I was walking back, I saw him still standing by his recliner. His right arm which had his IV-catheter was extended in front of him and he was looking down at it. I asked him if he was okay or needed help. That's when he stated his IV catheter was bleeding. He turned his arm towards me to show me. That's when I saw blood running along his arm and down onto the floor. I notified the rn of the situation prior to grabbing gauze and gloves to clean up the blood on his arm. That's when I noticed the blood was coming from under the tegaderm. I asked him to sit back down so I could better assess the IV catheter. I stopped his long chelation therapy bag which was approximately halfway done. I proceeded to further clean up his arm with gauze. Then I carefully started to remove the tegaderm with my right hand meanwhile making sure to stabilize the IV catheter with my left hand. Once tegaderm was off I used more gauze to clean blood as it was obscuring my view. Once blood was gone, I was able to better assess. I verified that administration set line was securely attached to IV catheter and not the cause for the blood. That's when I saw blood seeping from IV catheter insertion site. I gently dabbed the blood away and could see blood continuing to seep from site. I informed the rn who was on other side of the patient observing, where the blood was coming from. Since blood continued to seep out, I removed IV catheter. Once removed I placed pressure on insertion site with gauze to stop bleeding and inspected catheter. That's when I noticed only the hub was present. The catheter tip was not attached to yellow hub. I showed the rn and she went to notify another nurse. Once the rn saw missing tip she went to notify the doctor. He came back with the rn to inspect the patient. Once the doctor was ready to inspect the patient's insertion site, I stopped applying pressure with gauze. The site was no longer bleeding. I left the patient with the doctor so he could assess him and disposed of his chelation bag.